Event description:
Customer reported the passport 2 monitor shut down which may have resulted in a possible loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
(B)(4) service representatives replaced the cpu board. Performed all functional and safety tests.